Event description:
It was reported that a spectrum pump was experiencing a "door will not latch" error. The customer was not aware of any patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "door will not latch" alarms were confirmed. Their error was caused by a failed upper link switch. To correct this deficiency, the upper aux assembly will be replaced. See scanned page.